Manufacturer narrative:
The device was returned for evaluation. Electronic photos and x-rays were also provided for evaluation. The investigation was confirmed for catheter lock sleeve detachment. A root cause has not been determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that cath-lock over sleeve of a model 0603006 implantable port allegedly disconnected . This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient was reported to be a 37-year-old female, weight was not reported.

Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that cath-lock over sleeve of a model 0603006 implantable port allegedly disconnected . This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient was reported to be a (B)(6) year-old female, weight was not reported.